Event description:
It was reported that the patient presented to the hospital for a routine follow up and complained of fatigue and not feeling well. The atrial lead exhibited low impedance, loss of sensing and capture in both configurations. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received h3 other text : na